Manufacturer narrative:
Product analysis: at analysis it was noted that the lower case, output connector assembly and the display frame were all broken, the keypad was scratched and that six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.